Manufacturer narrative:
One narrow hex driver was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip is confirmed to be fractured. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev b 10/15. Implant & abutment level impressions: immediately replace the healing abutment back onto the implant and torque to 20 ncm using a .048¿ large hex driver tip (rash3n or rash8n) with a torque device (l-tirw, catdb rti2035, htd-c). A root cause for the complaint could not be determined.

Manufacturer narrative:
Patient information not provided, unknown. (B)(4). Event date unknown. Device lot number unknown. Reporter's first name not provided/ unknown.

Event description:
Doctor indicated that the hex driver (rash8n) fractured at the tip. The procedure was able to be completed with another device.